Event description:
It is reported that when the surgeon inserted the plug, it passed through the isthmus of the canal and it became impossible to remove it. Surgery was completed with another plug.

Manufacturer narrative:
Evaluation summary: as returned, the poly plug meets specifications where measurable. No patient x-rays were provided. Possible causes of the complaint may be an irregularly shaped canal. However, the exact cause cannot be determined. Evaluation: device history records were reviewed and the products were conforming to the manufacturing specifications prior to implantation. No manufacturing abnormalities could be detected. The returned poly plug exhibited scratches on both the ridged portion and the shaft of the poly plug. Zimmer stated that they analyzed the sizer reamer and found it to be conforming.